Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6.5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital due to massive gastrointestinal bleeding. The patient presented with symptoms of anemia, shortness of breath, and fatigue. Additionally, high pump powers and estimated flow values were observed. The patient was taken to the operating room for unspecified treatment of arteriovenous malformations. As of (B)(6) 2016 the vad coordinator reported that the elevated pump estimated flow and power readings had improved but continue to be observed. The elevated readings were reported to be due to the patient's clinical condition. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on pump support with no further reported issues. Specific causes for the report of gastrointestinal bleed, elevated pump power and elevated estimated pump flow values, and their correlations to the device could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.